Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported an under-delivery. The intended amount was 840ml (rate of 70ml/hr to be delivered over 12 hours); however, per visual assessment, the actual amount delivered was 200ml.